Event description:
The device was serviced by baxter. During service testing, a failure code 810:11 was found. According to the hospital representative, no patient injury or need for medical intervention had been reported.